Manufacturer narrative:
H.6. Investigation summary: it was reported there was no hole in the needle. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. A device history record review was completed for provided material number 305106, lot 2327170. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with bd precisionglide¿ needles the needle was clogged, and was discovered there was no hole in the needle. Infant had to be reinjected, no other impact reported. The following information was provided by the initial reporter: this needle was used on an infant to administer hep b. However, when going to inject no product was leaving the syringe. They removed the needle and found that there is no hole in the actual needle at all. Baby had to be poked 2x and new needle used.